Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 4 of 5 on the home choice (hc). The caregiver (cg) stated that the unused supply line clamp was open, but claims that he always leaves it open. The technical service representative (tsr) explained that if it was always open, the alarm would always sound in one of the dwells and explained why. The tsr had cg cycle power to clear the alarms and explained that supplies were compromised. The cg stated that there was still a bag left and wanted to start it over with that. The tsr again explained that supplies were compromised and not safe to continue using. The cg stated that he does not see any air in the line. The tsr again explained the alarm and how it is set off, then advised him to call the peritoneal dialysis nurse (pdn) in the next 24 hours and let her know what happened. The cg cleared the alarms, would call pdn and the home patient (hp) will finish manually. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The caregiver (cg) stated that the unused supply line clamp was open. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.